Event description:
The pt was recovering post-angiogram with stent placement. She had a cardiva catalyst device in placed in her femoral artery in her right groin. Five minutes after groin check, pt found unresponsive and with labored breathing, unresponsive with sternal rubs. Code blue called, and right groin observed to have large hematoma. Blood pressure was 40-50's systolic over 20-30's diastolic. Immediate pressure held over hematoma/right groin. Pt required minor oxygen and recovered to room air within minutes and her blood pressure returned to baseline after 10 minutes of pressure and 500 cc of normal saline IV. Md pulled the cardiva catalyst stating that it was a device failure. The cardiva representative was notified of the issue with the product because he was on the unit waiting to help with the removal of the device. Device was thrown away.